Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 110 mg/dl, and the meter bg reading was not provided. Reportedly, the customer took over 1,000 mg of acetaminophen. Tandem technical support educated caller that this dose of acetaminophen may cause the system to display false values. Due to the increases in basal, the customer's bg fell to 48 mg/dl. Bg was addressed via consumption of carbohydrates. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.